Event description:
The pt took a breath against the ventilator and the ventilator gave a constant high pressure alarm. There was no pt injury. The bio-med replaced the inspiratory pressure transducer. The defective transducer will be sent in for evaluation.